Event description:
This complaint was discovered by medtronic via a monitoring of social media. It was reported in the social media post that an unknown duration post implant of a mechanical heart valve, a permanent pacemaker was implanted. The reason for the permanent pacemaker was not reported. It was further reported in the social media post that, "due to a mechanical heart valve, the patient is now on lifelong blood thinners, making any surgical procedure high-risk". The mechanical heart valve instructions for use (IFU) require prescription of blood thinning or anticoagulation medication after mechanical heart valve implant. It was also further noted that the patient had complications during their latest pacemaker replacement procedure, which was described as, "the last pacemaker replacement was traumatic; she nearly died." No further information has been received regarding if the mechanical heart valve caused or contributedto any additional adverse patient effects during the pacemaker implant.

Manufacturer narrative:
Corrected data: b.5: event description. D.1: brand name. D.4: model #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This complaint was discovered by medtronic via a monitoring of social media. It was reported that an unknown duration post implant of a mechanical valve a permanent pacemaker was implanted. The reason for the permanent pacemaker was not reported. Additional adverse patient effects of the patient dying were reported.